Event description:
It was reported that during a lap nissen, there was a solid tone along with a squealing noise. The handpiece was swaped with another handpiece and the case was completed with no pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. Squealing noise and an error code 3 were noted during functional analysis. The hand piece was disassembled; a torn accoustic isolator and evidence of moisture ingress were found in the instrument. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.